Event description:
A small amount of extraction buffer 1 solution was projected into the eyes of the operator during removal of the connectors from the reagent bottles. The operator rinsed with water and received medicine from the doctor. The doctor determined there was no damage to the operator's eye. No further information was communicated due to privacy reasons. The complaint evaluation concluded that the operator was not wearing safety glasses as recommended in the easymag instrument instruction manual and in the extraction buffer 1 instruction for use. The easymag user manual instructs operators; "when removing connectors from reagent bottles, hold the connector in place while pressing the release button, and allow the connector to release slowly. If the connector is released suddenly, it may be possible for some reagent to flick off. Wear safety glasses while carrying out this procedure." This complaint is an isolated event that is not related to a malfunction of the product. This is the final MDR report.